Event description:
The surgeon reported that when priming the syringe in preparation to hydrate the wound at the completion of cataract surgery, the cannula came off the syringe and shot across the room. There was no patient harm reported. No additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).